Event description:
The customer called and reported that she was hospitalized with high blood glucose and diabetic ketoacidosis. Her blood glucose was around 400 to 500 mg/dl. She was dehydrated. Customer stated she might have been sick, causing the high. She further stated she was going to the hospital for diabetic ketoacidosis every 6 months to a year, but could not give any dates. Customer did not think there was any issue with her insulin pump. The customer also reported that on (B)(6) 2015 her boyfriend called an ambulance when her blood glucose was low at 24 mg/dl and her eyes were bugging out. The customer was reportedly not eating enough after having surgery on her gallbladder. She was given juice, sugar and food for treatment. The customer was advised to call when the issues arise.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.